Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
.

Event description:
Healthcare professional reported additional "leaking from valve" and "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure. Observed opening striated on radius side assessed as surgical damage. Additional observations: ¿ crease fold observed. ¿ fluids observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "hole in valve, leaking from valve." Device has been explanted and replaced.